Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver an unspecified solution at an unspecified rate. After an unspecified length of time in use, it was reported that the patient experienced respiratory depression. The customer contact reported that this was possibly due to an interaction of medication that reportedly remained in the clave. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The customer indicated that the device was discarded.